Manufacturer narrative:
He customer alleged that the red button was dysfunctional. There was a gap in the emergency button. The system was detached from the inside. According to the periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. In the document it is stated under section 5: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. The technician inspected the lift and assembled the emergency button correctly, the lift is working as intended now. No further action required.

Event description:
Hillrom received a report from the account stating that the red button was dysfunctional. There was a gap in the emergency button. The system was detached from the inside. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Hillrom received a report from the account stating that the red button was dysfunctional. There was a gap in the emergency button. The system was detached from the inside. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).